Event description:
Information was received from a patient via healthcare provider who was receiving intrathecal unknown morphine drug (concentration and dose unknown) via an implantable pump for malignant pain. It was reported that the patient was in the hospital since march. The patient has a pump and "think it's malfunctioned" as the patient was not getting any relief from it. The patient felt like this for the past couple of weeks. It was reported on 2024-02-23, the pump was filled, analyzed and reprogrammed. The pump was not currently alarming. Agent reviewed option to have pump interrogated and provided phone number to national answering service (nas). The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.